Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, measured battery data gave different readings of 2.52v, 14ua, 15.6 kohms and 2.58v, 10ua, 13 kohms. While the current drain of 14ua was normal, the voltage and cell impedance was near eri. The device was subsequently replaced.